Event description:
The customer reported a bent manual probe and an uncontained leak of approximately one (1) milliliter of fluid from the tubing connected at the bottom of the blood sampling valve (bsv) during startup on the coulter lh 500 hematology analyzer. The customer reported the instrument generated backwash not performed error messages. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) discovered the customer had straightened the bent probe back into position. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).